Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer discovered the median of the patient ca2 calcium gen. 2 results was lower than before and the reported result for one patient was questioned by a physician. The initial result was 1.6 mmol/l and the repeat result on (B)(6) 2017 was 2.9 mmol/l. There was no allegation of an adverse event. The reagent lot number was 18642600. The expiration date was requested but was not provided. The field service representative checked the system and found the system was in good condition. Upon further investigation, a specific root cause could not be determined. A preanalytical issue was suspected.